Event description:
It was reported by the patient the omnipod personal diabetes manager (pdm) is no longer functioning. The patient does not have a backup method of insulin treatment at home and went to the hospital for treatment. Additional information regarding the incident was solicited but the patient is still currently hospitalized and declined to answer. Additional follow up attempts will be made. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
During a follow up call with the patient's guardian on (B)(6) 2023, the patient had stopped using the omnipod system three weeks prior to the incident and was using multiple daily injections for insulin therapy. Due to the new information provided, this file does not meet insulets criteria for reportability.